Manufacturer narrative:
The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurements. Measurements were within an acceptable range during testing and review of daily measurements revealed they have been stable. No adverse patient effects were reported.